Event description:
It was reported to philips that the system failed to boot up automatically. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer and the host pc could be turned on manually. Logfile analysis did not identify issues with the host pc. After the occurrence, philips contacted the customer and verified that the system was functioning correctly. No malfunction was identified. No further action was performed and the system was returned in good working condition. To date, there has been no recurrence of this issue reported by the customer. The codes were updated based on the investigation outcomes.